Event description:
The customer observed a false positive for architect total b-hcg for one 38 year old female patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: initial result = 57.85 miu/ml positive. Repeat result = <1.2 miu/ml repeated again = <1.2 miu/ml negative no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Customer field data was used to assess the performance of the architect total hcg assay using worldwide data. Review shows that the median patient result for lot 58455ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 58455ud00. The device history record review for lot 58455ud00 did not identify any non-conformances or deviations. A malfunction was not identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified. In this case, a fiber strand or congealed clump was observed in the sample tube. Based on the investigation, no systemic issue or deficiency with the architect total ss-hcg assay for lot 58455ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one 38 year old female patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: initial result = 57.85 miu/ml positive repeat result = <1.2 miu/ml repeated again = <1.2 miu/ml negative no impact to patient management was reported.